Manufacturer narrative:
Pump received with blank display, problem isolated to mother board. Unable to confirm external flash crc error alarm and unable to perform any tests due to blank display.

Event description:
It was reported that the insulin pump alarmed external flash crc error alarm. The customer's blood glucose value was 108 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the pump. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.